Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The event was due to patient anatomy and unrelated to the device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date of birth - 1945. This report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2016-02039 and 03400). Requested, not returned by hospital.

Event description:
During a procedure, the surgeon noted a thickness discrepancy between the trial head and implant. The size difference resulted in a small gap between the bone and head. There was an unknown length of delay as a result.